Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the function test had a therapy error. There was no reported patient involvement.

Manufacturer narrative:
The device is at philips bench awaiting replacement of the therapy pca as there is a (B)(4) hold. The device will be considered returned to full functionality upon replacement of the therapy pca. The device is at philips bench and will be returned to the customer upon completion of repair.